Event description:
A healthcare facility reported that they were experiencing excessive rainout (i.e. Condensation) in a breathing circuit made by another manufacturer used with a fisher & paykel healthcare mr850 respiratory humidifier. The patient was reportedly in a radiant warmer in the neonatal intensive care unit at the healthcare facility. No patient consequence was reported.

Manufacturer narrative:
Fisher & paykel healthcare representatives visited the healthcare facility and noted the use of an unheated extension in the breathing circuit setup as well as the absence of temperature probe covers used under a radiant warmer. The breathing circuit was made by another manufacturer. Fisher & paykel healthcare representatives are working with the healthcare facility to help them meet their particular setup requirements. We will provide a follow up.